Manufacturer narrative:
G4:09nov2020. B4:04mar2021. H11:the philips field service engineer (fse) reported that the battery was replaced to address the problem with the battery not charging; however, the unit continued to be unable to be turned on due to low bus voltage. Since this device is the end of life and parts are no longer manufactured, the unit was retired from service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:10feb2021 b4:11feb2021. The bio-med confirmed this device was decommissioned because it would not charge the batteries, and there are no 12 thousand (k) preventive maintenance kits available. As of december 31st, 2020, philips no longer support accessories, supplies, upgrades, and repair support parts associated with esprit/v200. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27jul2020.

Event description:
The customer reported backup battery needs to be replaced. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.